Event description:
During use of the device for an extracorporeal membrane oxygenation, the user reported that there was drift in hematocrit over time. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device not returned.